Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report refers to one of two devices used in the same procedure. It was reported to boston scientific corporation that an alliance handle was used during a dilatation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the handle was faulty. The procedure was not able to be completed as another spare handle was also faulty. No patient complications were reported as a result of this event.